Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pat was implanted with plate and screws for femur shaft fracture on (B)(6) /2012. On (B)(6) 2013 during rehabilitation, the surgeon found a re fracture. Patient was returned to the or on (B)(6) 2013, hardware was removed and patient was revised to an im nail.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.